Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was noted that the bone tamp would not move through the working cannula. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the balloon has probably been slightly inflated because of the presence of water in it. But the ibt has a very similar shape as after baking. There is a difference between the received ibt and an ibt that has never been used after baking. The received ibt has a very similar shape, but appears to be a little bit bigger. During functional analysis, an attempt to insert the balloon in the received cannula has been performed and it was not possible. Another cannula has been used and the insertion was possible but not very easy. This is probably due to the fact that the balloon has probably been slightly inflated as demonstrated before. During the first insertion attempt in the received cannula, it seems that something was stuck in this cannula. An attempt has been performed to inflate the balloon and no leakage or hole has been found. Based on the information provided, functional and visual analysis, the related issue cannot be confirmed, because the ibt does not appears to have problem and because it was possible to insert it in a cannula, even if it has been slightly inflated before.